Event description:
It was reported to boston scientific corporation on october 16, 2006 that an enteryx procedure kit was implanted in 2003 (patient age, gender and weight are unknown). According to the complainant, one monthe later, the patient experienced dysphagia of moderate intensity and was treated with an esophagogastroduodenoscopy (egd), but was not dilated as the device could pass freely through the stricture. The event was reported by the patient four days later at the follow-up visit. The patient completed 3 years of followup in 2006. The event was not resolved as patient has been taking protonix 40 mg per day, but has less frequent and severe heartburn.

Manufacturer narrative:
The device remains implanted in the patient; therefore, a device evaluation cannot be performed. Note: this product was removed from the global market in september 2005. Boston scientific corporation no longer produces the reported product. Product unavailable for analysis.